Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, severely scratched display window, and a missing end cap were noted during the visual inspection. All buttons functioned properly. No button error alarms were noted. Corrosion was noted on the keypad traces. Moisture damage was noted on the display board and the mother board. No moisture damage was noted on the motor assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 125mg/dl. Advised insulin pump would be replaced. No additional information is provided.